Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The reporter stated the cannula of the infusion set was bent. The patient's blood glucose level was 40.0 mmol/l. The patient was treated with saline and insulin via IV at the hospital. The patient was hospitalized from (B)(6) 2016. The infusion set was requested to be returned for product evaluation.